Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences a delay with the touchscreen when interacting with the pump. Reportedly, this issue has been intermittent since 04/21/2017. Customer's blood glucose (bg) levels have been 136 and 230 mg/dl. During troubleshooting with tandem technical support the touchscreen was functioning as intended.